Event description:
It was reported that during a procedure, the surgeon attempted to fire the devices and they would not fire. The surgeon broke the handle completely off one of them. They switched to an articulating device and it locked out on the first stroke of the first firing. The device was reloaded and it worked fine. The procedure was completed. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Instrument b: batch # f5wp8n, exp date: 09/07/2014; MFR date: 10/07/2009; (firing trigger handle); the analysis results found that the ats45 device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the ats45 device b was returned with the firing trigger damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.